Event description:
The customer reported that the unit is failing the earth leakage current safety test.

Manufacturer narrative:
(B)(4). The customer reported that the unit is failing the earth leakage current safety test. This testing is conducted when the device has been removed from service. There was no patient involvement. The customer reported that they ordered and replaced the power supply which resolved this issue.